Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.